Manufacturer narrative:
D4: primary UDI number updated. On 24-jun-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an svt (supraventricular tachycardia) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and mid-operative the device (including port and luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: visual inspection, microscopic examination, and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was not flushing, then the irrigation tube was microscopically inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device number lot 31204669m and no internal action related to the complaint were found during the review. The dry reddish material observed inside the irrigation tube could be related to the irrigation issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage cannot be determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and mid-operative the device (including port and luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Initial reporter facility: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).